Event description:
Overdelivery reported: the pump was programmed to infuse 250.0ml cardizen at 5.0ml/hr. It was reported that the bag was hung at 2300 hours and it was empty at 0300 hours. At the time the event was discovered, the display screen read "16.0ml infused". There was no reported pt harm. Additional info has been requested from the customer contact. Any pertinent info obtained will be submitted through a follow-up.